Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that the distal end cover was used without being properly attached and dropped off due to the load during the case. The event can be detected/prevented by following the instructions for use which state: sections 8.2 and 9.3 of the instruction for use describe how to inspect and attach the distal cover. (Reference: (B)(4). Section 8.2 "inspection of the distal cover" should any irregularity be observed when inspecting the distal cover, do not use it. A distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the distal cover could cause patient injury. Confirm that the distal cover is free from any irregularities such as cracks, chips, pinholes, or deformation. Section -9.3 "attaching the distal cover". Never use a distal cover with cracks or pinholes. Replace it with a new one. If a distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the distal cover with cracks may cause patient injury due to sharp edges. Do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover or the endoscope. These products may cause cracks in the distal cover. If a distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. Gently hold the distal part of the bending section and the distal cover. Align the opening side of the distal cover with the lens side of the distal end of the endoscope. Put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover. Hold the distal part of the bending section. Pull the distal cover gently to confirm that the distal cover on the distal end of the endoscope does not slip and come off. Twist the distal cover gently in both directions and confirm that the distal cover on the distal end of the endoscope does not slip and come off. Confirm that the distal cover is free of cracks or deformation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is related to patient identifier: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the single use distal cover fell off of the duodenovideoscope. The doctor noticed the cover was loose when initially handling the scope, but they completed the procedure. When doing precleaning, the cover fell off. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This supplemental report is being submitted to correct d4 UDI.